Event description:
It was reported patient experienced an erosion with his inflatable two months after implant. Physician states the patient went into a jacuzzi ten days after the procedure. All components were explanted and a new tactra device was explanted.